Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported there was a leak of clear fluid dripping from underneath the lh750 slide maker instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and reseated the probe wipe rinse block. Fse cleaned the dispense probe, replaced the red stripe dispense tubing which was found mis-threaded. Fse also cleaned the shuttle o-ring. No further leaks were reported.